Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap cholecystectomy. According to the rptr: this instrument cannot insufflate air into the balloon. Even though air is inserted through a syringe, the balloon does not form at all. An add'l product was used to finish the procedure. The info about the pt was not given. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 mins due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem. There was no pt injury.